Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. (B)(4). The fse replaced the battery and the issue was resolved.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing of the device, the unit logged an battery failed error. There was no patient involvement.